Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received two unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy was performed and a perforation was noted mid fundus. The novasure procedure was aborted, no intervention was required, and the pt was discharged home after two hours. A hysteroscopy, dilation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.